Event description:
It was reported that this patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) reported redness of the surgical wound. The physician determined it to be a local infection and decided to replace the device and perform a debridement of the pocket. No additional adverse patient effects were reported. The device is not expected to be returned for analysis.